Event description:
It was reported that during an acl reconstruction the tip of the drill broke. The broken piece was removed from the patient and a backup device was used to complete the procedure. Minimal procedural delay and no patient impact was noted as a result.

Manufacturer narrative:
The drill head has broken off the shaft. The break is along the axis to the first spiral cut. There is tip flaring on the distal end of the drill head ID. The drill head chamfer is not visible. Further examination of the drill head showed the primary cutting surface and flutes are worn and dull. The drill is over six years old. Use of drills with that have worn or dull tips can lead to breakage. Use error cannot be ruled out as a contributing factor for this event.